Event description:
It was reported that "the luer-lock connection white head fell off on the patient's right neck, and it might have been pulled when patient turning over". The device was removed and replaced. There was no delay to therapy. No patient harm or injury. The patient's current condition is reported as "unknown."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and containment actions were found. Without the sample returned, it cannot be confirmed if the failure mode of this complaint is relevant to the non-conformances identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "the luer-lock connection white head fell off on the patient's right neck, and it might have been pulled when patient turning over". The device was removed and replaced. There was no delay to therapy. No patient harm or injury. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4). UDI number: (B)(4).